Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that they got this new handset when her pump was implanted in march and since then, when they were trying to connect to the pump it lags for like 2 mins. At 90%. The patient then stated it can sometimes take up to 6 mins. To get to the bolus screen. The patient stated she is programmed to bolus 4x a day but typically boluses 2-3x "because it is such a pain in the butt". The agent reviewed the lag at 90% and walked the patient through how to connect to the pump. The patient was able to successfully connect in about 1-2 mins while on the call.